Event description:
Healthcare professional reported "deflation" and "capsular contracture baker grade IV". This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jan/2015. Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.